Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stopped using her insulin pump since (B)(6) 2014 due to a medical condition. She experienced high blood glucose levels below 600 mg/dl. The customer was hospitalized about six to seven times during the last several months for a high blood glucose level. Her last hospitalization was on (B)(6) 2015. She experienced a shortness of breath and thought she was having a heart attack. The customer had a sharp pain in her leg and fingers. The customer received multiple displayable history check failed on startup, unexpected restart, and external error alarms. The insulin pump was stored with a dead battery for about seven months. The product was not returned. Nothing further to report.